Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the trial procedure the tip of one of the leads became frayed after insertion and retraction. The lead was replaced and the procedure continued without further incident. No injuries were sustained by the patient and there have been no reports of further complications regarding this event.

Manufacturer narrative:
Visual inspection of the lead revealed a scratch trail on the distal end. Additionally, the area near the most distal contact was stretched and the electrode was damaged. The insertion needle likely caught the surface of the lead during lead withdrawal causing a cut along the surface leading up to the damaged electrode. A significant amount of force was then applied ultimately, stretching the lead body and causing damage to the electrode.

Event description:
The device was returned and analyzed.